Event description:
Reporter stated there is a black line in the display of the blood glucose monitor and misinterpretation is possible. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).